Event description:
The customer reported that during a pt procedure, while the very large pt was being moved from the gurney onto the pt support therapy top, they heard a pop sound. Then while the pt was being slid along the therapy top towards the gantry, the therapy top came free of the pt support and slid into the gantry. The operator stated that the four people moving the pt were able to keep the therapy top from falling, and there was no harm to the pt, operator or bystanders. Philips service determined that one of the corners retaining the therapy top at the gantry had broken off completely and the other retaining corner had broken off partially, causing the therapy top to become unsecured.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On 28-oct-2013, the customer at (B)(6) reported that the flat therapy table top of their brilliance 64 CT system broke, almost causing the patient to fall. This event occurred on (B)(6) 2013. (The part involved was later confirmed to be the bariatric table top.) The customers radiology department reported that while a very large patient (less than the 650-lb. Limit of table) was being moved from the gurney to the patient support bariatric top, they heard a pop sound. Then while they (4 people) were sliding the patient up the table towards the gantry, the patient support table top remained in position, but the bariatric top came loose from the patient support table top and slid towards the gantry. They were able to stabilize the bariatric top and prevent the patient from falling. The patient had remained in position on the bariatric top. They were then able to safely remove the patient from the system. There was no report of any harm to the patient, operator, or bystander. Further clarification was provided by the CT technologist at the customer site who stated that the patient was being moved onto the table from the right side when the table top failure occurred. Not realizing that the top was broken, the patient was being moved toward the foot end when it was observed that the patient was sliding off the table top. They were able to adjust the patient back onto the table correctly. On 28-oct-2013 the customer contacted philips and a field service engineer (fse) was dispatched to the site. The fse found that the table top end brackets were broken off so that the top was not secured to the couch top. The fse could not determine how the table end brackets had been broken. On 25-nov-2013, through investigation, it was verified with the main user in radiology at the customer site that he had verified the table top was properly secured prior to use, as they had been trained when the couch was upgraded 6 months prior, and there was no known damage to the bariatric table top prior to this event. When they looked at the bariatric top it was obvious that one corner retainer was completely broken off and part of the other corner retainer had broken off. The broken table top was still at the hospital with the pieces that were broken off. On 04-dec-2013 the fse replaced the broken table top with the correct one and verified operation with the main user. The system operation was confirmed and the system returned to clinical use. The broken flat top was returned to CT cleveland for evaluation. On 09-dec-2013 the broken table top arrived in (B)(4) for engineering investigation. CT engineering evaluation was conducted: potential causes provided by CT engineering contributing to the event: the flat top came free off the patient support: the flat top back end is held by the rear bracket lip. If the rear bracket lip is lifted up .6¿ or more, the flat top would be free from the bracket. With the wedges already broken, it is possible that the weight of the patient placed at the gantry end of the flat top tilted the flat top back end up and free the flat top from the rear bracket. Wedges separation and broken: 2 forces exerted on the flat top; clamping force- when the operator tightened the thumb crews on the flat top rear bracket, a clamping force exerted on to the wedges along the z axis. If this clamping force was greater than bonding force (wedges are bonded to flat top), the wedges would have been separated from the flat top. If the clamping force was weaker than the bonding, but greater than the yield strength of the thin wall of the wedge, most of the stress would be concentrated along the sharp corners of the wedges (thin) wall which the force exerted on and broke the wall along the sharp corners. Weight of patient- the weight of patient exerted onto the flat top in the y direction. This force was absorbed by the flat top along the long edges of the carbon top. It had very little effect on the wedges. Rear bracket design fail to retain the flat top in place. Inadequate bonding between wedges and flat top allowed lh (left hand) wedge separation. Weakness in the wedge design (thin wall and sharp corners) caused right hand (rh) wedge to break. Observation of the damages on 2 wedges found that it was clear the damages were done by clamping force due to inadequate bonding and part design (thin wall and sharp corner). It was determined throughout the investigation of this event that the replacement table top assembly that was ordered by the fse did not come with all of the required components. The only part that was delivered was the table top itself and no velcro or installation document was supplied with the kit. On 20-apr-2015 the philips fse confirmed that another table top kit was ordered to obtain the missing components. It was communicated that the replacement kit that was received was also missing the velcro components. The defoa (defective on arrival) process was followed by the fse and an sps supplier quality manager was notified of the issue. An sps (service parts supply chain) stock inspection was requested to determine next steps regarding this issue of the missing components of the table top kit. On 08-may-2015 confirmation was received regarding the stock inspection results from sps. It was confirmed that the remaining components in stock are also not complete and missing components. On 13-may-2015 a quality notification was received from sps supplier quality to address the incomplete kits in stock. On 09-jul-2015 confirmation was received from the supplier quality manager of sps that the missing components were shipped to the warehouse to complete the incomplete kits in sps stock and that the fse was able to re order the part for installation of the missing components. On 05-aug-2015 from the fse confirmed that the replacement kit that was ordered and was complete which included the missing components and was installed. The overall risk is based on engineer's investigation and according to the risk assessment this reported event was determined to be acceptable. It has been concluded that if this event were to recur it would not be likely to cause or contribute to death or serious injury. The following mitigations apply: supply of restraining measures. Warning label for maximum load. Warning in instruction for use: maximum load. Design according to safety factor. Patient strapping system. Instruction in instruction for use.